Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge and had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and that humalog insulin is indicated for use with tandem supplies for 2 days. There was no reported adverse impact to the customer¿s blood glucose level. Customer cleared the alarm and resumed insulin delivery.